Manufacturer narrative:
Corrected data: b1: product problem. H1: malfunction. H6: health effect - impact code (f): 2199. H6: medical device problem code (a): 3189. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens -09.00/+1.0/086 (sphere/cylinder/axis) into the patient`s eye on (B)(6) 2024. The lens was removed on (B)(6) 2024 due to the lens flipped and tore upon removal. The lens was replaced with another same model/length lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).